Event description:
It was reported that a cgm error 42 occurred, affecting the user's continuous glucose monitoring. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for performing a pump reset, and the user was guided through the process. Following the reset, the cgm error did not recur, and the user successfully initiated a sensor session.